Event description:
N/a

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The fse performed autofill and pump, as well as performed fiber optic test which passed. The iabp was then released to the customer for return to clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber issue. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.